Event description:
The hcp reported an external cerebrospinal fluid (csf) leak that required the patient's catheter to be explanted and replaced. The patient symptoms included increased pain and a csf hygroma. The hcp noted the pump's residual volume was greater than expected. The patient recovered without sequela. The drug contained in the patient's pump was fentanyl (2000 mcg/ml) delivered at 0.2 mg/day.